Event description:
Information was received from a healthcare provider regarding a patient who was receiving unknown morphine drug (na mg/ml at na mg/day) and bupivacaine (na mg/ml at na mg/day) via an implantable pump for unknown indications for use. It was reported that they went to fill the patient's pump today and scanned the pump logs and saw a stopped pump. The healthcare provider (hcp) stated that the logs showed that the patient had a stall at the same time as a magnetic resonance imaging (MRI). The patient did not have her pump checked post MRI but did have the pump recover on the call. The issue was resolved.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.